Event description:
A customer ran three levels of qc material on the advia centaur xp sample rack starting with level 1 in position a, level 2 in position b and level 3 in position c. The system reported the correct value for level 1, in position a but swapped the level 3 in position c results and reported it as an (sid) level 2 result. Discordant advia centaur xp estradiol 2 (ee2) results were obtained on qc and patient samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There was no report of patient intervention or adverse health consequences due to the discordant ee2 results.

Manufacturer narrative:
The initial MDR 2432235-2012-00027 was filed on february 01, 2012. Siemens healthcare diagnostics has investigated the instances of misread barcoded tube sample ids (sid) on advia centaur and advia centaur xp immunoassay systems. Siemens healthcare diagnostics has confirmed that manually loaded sample racks that are improperly loaded or pushed too far on the sample entry queue during normal operation of the advia centaur and advia centaur xp immunoassay systems may cause misreads of sids if the sample rack loading instructions are not followed exactly as described in the advia centaur or advia centaur xp operator's guide. Urgent medical device correction (umdc) 10819178 entitled "advia centaur/advia centaur xp improper loading of sample racks" was sent to customers in the united states in august 2014. Urgent field safety notice (ufsn) 10819177 entitled "advia centaur/advia centaur xp improper loading of sample racks" was sent to customers outside of the united states in august 2014. The umdc/ufsn provides the customer with actions to take to prevent this issue from occurring.

Manufacturer narrative:
The siemens field service engineer (fse) was dispatched to the customer site but could not duplicate the sample rack position error. The fse tightened, cleaned and adjusted the rack loader assembly and installed a system modem. The field service engineer and technical application specialist (tas) reminded the customer as stated in the advia centaur customer bulletin, "loading sample racks in the sample entry queue", not to load the rack directly at the pusher position, without placing it on the rack guide. Otherwise, the pusher moves the rack past the barcode scanner, and therefore results in incorrect positions read on the racks. The instrument is performing within specifications. No further evaluation of the device is required.